Event description:
Patient was hemodynamically stable before being treated with the prismaflex. Within 2-3 minutes after being started on the prismaflex, patient had hypotension followed by a cardiac arrest (10 minutes later) and the patient died. The hospital & ICU physician believe that it is "patient related problem" but they did not completely exclude the system.